Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number 1643264 (s+n oklahoma). The correct manufacturing site information and registration number is 3006524618 (s+n austin). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for pn 13546-02 for the past 3 years found no related failures. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to overheating include, but are not limited to: 1. A power surge to the subject controller. 2. Using an improper power cord or improper extension cord, or a loose power connection. 3. Failure of an electronic component inside the subject controller. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during snoring surgery, the wand handle was found over hot due to the malfunction on the controller. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.